Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacy assistant reported that the intraocular lens (iol) was not inserted into the patient's eye because the injector pierced it, making implantation impossible. There was no patient harm. Based on additional information received, the incident occurred during the advancement of the implant through the injection system. The device did not come into contact with the patient¿s eye. The procedure involved the left eye. The surgery was completed on the same day using a company lens of the same model, but with a power that was 6 diopters higher than the defective lens.